Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that this was not the first time, but the second time when they go to charge their implanted neurostimulator, the recharger paddle and cord gets extremely hot and the controller completely white screens and shuts down. Patient stated that they have to take the battery pack out of the controller to cool the battery down. Patient noted that thepaddle felt like it was burning their skin where the implant is and that they are scared to use the recharger. Patient stated that they were at 100% but then looked and saw they were only at 40% and that the controller battery drains to nothing during charge sessions. Patient mentioned that they called a rep about the issue. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger analysis of the [recharger], model [97755 ], s/n (B)(6) found electrical failure - no device found message. Electrical failure - batteries low replace controller batteries soon message. White arrow rubbing off. This does not impact the functionality of the recharger. Passed all tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.